Event description:
It was reported that caller experienced problem with cgm pairing around 6 pm, with message on pump stating that bluetooth could not operate and cgm error appeared. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset cgm error did not reappear and problem was resolved with customer satisfaction.